Event description:
The customer reported to vyaire medical that the revel ventilator getting blower demand exceed alarm and cannot clear. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.the reported complaint was confirmed and duplicated. The reported problem was isolated to failed seal bearings. As a resolution, the blower module,pressure module and bias valve were replaced. 3yr/15k preventive maintenance was performed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire medical was able to verify the reported issue. Bench testing reveled the reported issue is due to a seized blower module. The condition of the blower module will cause the ventilator to alarm blower demand error due to a no flow condition of the ventilator. Installed a known good blower module and the reported failure was resolved. As a resolution, blower module was replaced and process the unit through service to meet all factory specification and standard. Blower module will be sent to fa lab for further testing and analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.